Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - battery does not charge after it reaches 37%, when the ac cord is unplugged it shuts off.

Event description:
Per tm - battery does not charge after it reaches 37%, when the ac cord is unplugged it shuts off.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The following were reviewed as part of this information: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery does not charge after it reaches 37%, when the ac cord is unplugged it shuts off was confirmed. The scanner was fully charged and it prematurely shuts off when the ac power is removed, the cause of the issue is an internal li-ion battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - battery does not charge after it reaches 37%, when the ac cord is unplugged it shuts off.